Manufacturer narrative:
Evaluation of the transducer will be included in a follow up report upon its return and investigation completion.

Event description:
A customer reported a transducer was stuck at 90 degrees articulation during use. The transducer was extubated without harm.

Manufacturer narrative:
Evaluation of the transducer concluded extensive damage caused the device failure. Investigation results included a twisted shaft, damage to the window, tip, proximal bead, and bending neck sheath as well as corrosion in the handle. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Evaluation of the transducer concluded extensive damage caused the device failure. Investigation results included a twisted shaft, damage to the window, tip, proximal bead, and bending neck sheath as well as corrosion in the handle. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.